Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired across the cystic duct and the jaws stayed closed. The surgeon pulled the device off the duct with the jaws closed and notice there to be trauma to the tissue, however, there were no patient consequences. The surgeon used a second applier to clip the tissue with trauma. That clip applier was used to complete the procedure. No adverse consequences reported. The device was discarded. (B)(4)

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.